Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate auto mode switch due to far r-wave oversensing was observed. Oversensing was noted via merlin.net transmission. The patient was asymptomatic. Programming changes were made.